Event description:
It was reported a crystalens (hd500) was implanted in (B)(6) 2008 and explanted approximately four months later due to pt's complaint of persistent pain. The crystalens was replaced by a different iol. It should also be noted that the pt reported reoccurrence of the pain 1-2 years after the iol exchange. According to the surgeon early discomfort may have been associated with mild iritis.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.